Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced chest pain coincident with peritoneal dialysis (pd) therapy. The cause of the event was unknown. The same day as onset, the patient was hospitalized for the event and two other indications. Treatment for the event was unknown. It was not reported if the patient was connected to the homechoice device at the time of the event. The patient was discharged the following day after admission. At the time of this report the patient was recovering from this event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.